Manufacturer narrative:
Report of insufficiency could not be confirmed through visual observations. X-ray demonstrated commissure 2 bent and wireform distortion. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect and outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. The free margin of leaflet 3 was folded towards the outflow aspect due to host tissue overgrowth. Host tissue restricted the mobility of leaflets 1 and 3 and contributed to the reported stenosis. Incidental findings: leaflet 2 had a cut of 14mm x 8mm, the leaflet fragment was not returned. The cuts appeared smooth and straight. The sewing ring was cut around the valve and exposed the wireform at the inflow aspect. The device was returned to manufacturer. The reported stenosis was confirmed as secondary to leaflet immobility due to host tissue formation. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.

Manufacturer narrative:
The reported device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Edwards received information that a 21mm bioprosthetic aortic valve, implanted one (1) year, five (5) months, twenty three (23) days, was explanted due to severe aortic insufficiency and stenosis. The explanted device was replaced with a 21mm aortic valve and an aortic root enlargement and patch repair of the aortic annulus were completed. The valve was seated and secured with cor-knot. Intraoperative transesophageal echocardiogram results were "the heart function seemed to be reasonable without any prior valvular leak and 16 mmhg mean pressure gradient". The (B)(6) year-old female patient had a left ventricular assist device prior to surgery which was discontinued three (3) days before the operation due to cardiac arrest and central extracorporeal membrane oxygenation (ECMO) was implemented. ECMO had been discontinued during surgery, however, at the end of the procedure a decision was made to re-institute the ECMO due to the high vasopressor requirements. The patient had postpartum cardiomyopathy and shock approximately a year and a half prior to this event. The patient was transferred to the cardiothoracic intensive care unit in stable condition on ECMO.